Manufacturer narrative:
(B)(4).the reported field event of a device reset was confirmed. The device reset to backup defibrillation only (bdfo) mode after two bus errors occurred within a 32 second period. Firmware was successfully restarted and the device functionality was found to be normal. The device failed part of testing and additional analysis revealed a portion of the eram was not functioning properly. The root cause of the device reset is a failed eram integrated circuit chip. (B)(4).

Event description:
It was reported that the device went into vvi back up mode during follow up in clinic. It was not possible to resolve the back up mode and the device was explanted. There were no adverse consequences for the patient due to this and the replacement procedure went fine.